Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was reported that they got the pump restarted and "it worked for a few days," and then it started alarming again on (B)(6) 2019 for another motor stall. They were planning to replace the pump on (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs dilaudid with concentration 10.0 mg/ml and clonidine with concentration 1.0 mg/ml (previously reported as 10 mcg/ml). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was returned to the manufacturer for analysis. The patient was not in a clinical study.

Event description:
Additional information was received from a manufacturer representative. It was reported that the replacement pump case was postponed. No new date had been set as of 2019-may-01. There were no further complications reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/wear and/or lubrication; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number two. Analysis also revealed a failed lab dispense test that was above specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving clonidine (10mcg/ml at 4.885mcg/day) and dilaudid (10mg/ml at 4.885mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had a refill on (B)(6) 2019 and on (B)(6) 2019 he heard the pump alarming and started having symptoms. Symptoms were hot and cold sweats. The session report was accurate for programming. The physician confirmed that a motor stall occurred on (B)(6) 2019. The patient did not have an MRI. The physician programmed the pump to minimum rate mode. There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). The previously applied conclusion codes pertain to the analysis finding of stall due to shaft-bearing and the analysis finding of failed dispense test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was noted that the patient had other health issues unrelated to their device or therapy that had postponed the pump replacement. The pump was to be replaced tomorrow ((B)(6) 2019). The pump was to be returned to the manufacturer for analysis. On (B)(6) 2019 a company representative further reported that the pump was being replaced today and the physician was planning on not aspirating the catheter and a back-table prime was to be done. The pump was replaced and they did not aspirate the catheter access port (cap). The following drug information was provided: 10 mg/ml dilaudid, 1 mg/ml clonidine, and .061 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that pump replacement was being planned. There was no date yet. There were no further complications reported at this time.